Manufacturer narrative:
UDI for pxc121200 gore® excluder® contralateral leg component: (B)(4). UDI for rlt311415 gore® excluder® trunk-ipsilateral leg component: (B)(4). The review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm (aaa) and was treated with gore® excluder® aaa endoprostheses. A small amount of resistance was felt and an unusual metallic noise heard when rotating the transparent knob for constraining an rlt311415 gore® excluder® trunk-ipsilateral leg component. This was followed by even greater resistance when unconstraining the device after having reached the desired cross-legged device position. To confirm the position of the endoprosthesis, intra-operative imaging was conducted and the device appeared to not be fully unconstrained. The physician elected therefore to disengage the constraining mechanism and the ipsilateral leg was deployed without issues. During visual inspection of the transparent knob, the spring in the constrainment mechanism appeared off track. Subsequently, the contralateral gate was cannulated and a dsl1228 gore® dryseal sheath was left positioned outside the gate at the level of the aortic bifurcation. Great resistance was felt when advancing the pxc121200 contralateral leg component via a superstiff wire into the gate and it appeared that the device catheter became stuck and could neither be advanced nor retracted. In an attempt to gain more overlap between components, the physician unsuccessfully pushed the contralateral leg component towards proximal and then decided to release the pxc121200 device with only 1 cm into the contralateral gate. After having removed the pxc121200 device catheter from the patient, the trailing end was observed to have been completely separated from the catheter and off the guidewire. Using a snare, the physician managed to retrieve the leading end from the patient. To achieve proper seal, the pxc121200 contralateral leg component was relined with a pxl161407 iliac extender component. The patient tolerated the procedure.

Manufacturer narrative:
Device manufacturers only, 1. Type of reportable event: corrected selection. The pxc121200 gore® excluder® contralateral leg component was returned to gore and an engineering evaluation was performed. The investigation showed that the leading end of the catheter was broken at the trailing olive and the polyimide guidewire had fractured. There was a twist on the polyimide guidewire where it had broken from the catheter. A twist in the guidewire lumen is indicative of the device being rotated. The findings from the evaluation are consistent with the physician's observations. The cause for the broken leading end of the catheter could not be determined with the currently available information. Advancing the device out of the introducer sheath and rotating the catheter likely contributed to the event.